Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient¿s cgm was reading 140 mg/dl and the bg meter was reading 560 mg/dl. The patient was also wearing a tandem insulin pump. The patient was experiencing chest pain, dizziness, and vomiting. The patient stated she was in puerto rico visiting family and did not seek medical attention. The patient self-treated by increasing her insulin intake. The patient stated it took a ¿couple of days¿ to bring her bg level to normal. There was no documentation of medication intervention. The patient was still recovering, but ¿ok¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.